Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received questionable results for one patient sample tested with the elecsys ft4 iii assay and a second patient sample tested with the elecsys vitamin d total gen. 2 assay on a cobas 8000 e 801 module. Of the two samples, one had discrepant results for ft4. No incorrect results were reported outside of the laboratory. The reporter noted there was turbidity in one of the system reagent syringes. The sample initially resulted with a ft4 value of 0.0984 ng/dl. The sample was repeated twice, resulting with values of 1.00 ng/dl and 0.975 ng/dl. The ft4 reagent lot number is 413768. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.